Event description:
Patient was implanted in 2003. She began experiencing pains some months after implant and after getting pregnant in 2004. She had recurrence and had mesh explanted. Reportedly the ring was "bent and ready to break" in two places.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.